Event description:
It was reported that the device was used during a gastric bypass. The clips are coming our deways, unformed and popping out of the jaws into the abdomen. Clips were retrieved from the abdomen. Another device was used to complete the case. There was no consequence to the pt. Device discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.